Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter phone #: (B)(6). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd 30ml syringe luer broke off. The following information was provided by the initial reporter: male luer of the syringe has snapped off.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13jun2022. Several photos were provided to our quality team for investigation. Trough visual inspection, the tip is observed to be broken. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information, we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence h3 other text : see h.10.

Event description:
It was reported that an unspecified bd 30ml syringe luer broke off. The following information was provided by the initial reporter: male luer of the syringe has snapped off.